Event description:
It is reported that the surgeon was tightening the cable with the cable tensioner and reported that everytime he would come close to 80 inch pounds the cable would start to slip and he would have to start over. He did this a few times and was preparing to tighten the crimp when the cable snapped.

Manufacturer narrative:
Evaluation summary: there is insufficient information to determine a root cause. As returned, the cable is frayed on one end with additional light fraying in the middle of the cable and near the frayed end. Device history records indicate all components were manufactured and inspected to specification. The cable meets print specifications where measured.